Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the blood parameter monitor (bpm) was displaying different hematocrit saturation (h/sat) values than the blood gas analyzer (bga). The team used their bga for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) turned the bpm on and placed it into operate mode. A red paper was placed in a cuvette to simulate blood into the h/sat probe. The monitor was undisturbed in operate mode for over 30 minutes. After about 20 minutes, anomalous saturated oxygen (so2) and hematocrit (hct) readings were observed. The service repair technician (srt) powered the monitor on, and it passed self-testing, and the h/sat passed service mode testing. The h/sat probe passed all triage testing. The srt could not duplicate the reported complaint. The h/sat probe was replaced as a precaution.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.